Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.2 failed to detect on the bus. The field service engineer (fse) found that the door controller pcb (printed circuit board) and drawer module pcb indicated no communication with drawer 5.2. The fse had resolved the issue by replacing the drawer controller pcb and verified that all pockets and drawer 5.2 were functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the drawer 5.2 was not detected on the bus. The customer reported that a malfunction took place when the user tried to dispense medication and there was a delay in dispensing the medication, since the user managed to get medication from another station. There were no adverse events or injuries reported based on this event.